Event description:
A medwatch was rec'd and indicated coating sheared off the glidewire into the pt's artery during a femoral angioplasty. No info was available regarding use of this wire through an entry needle. Follow up continues. The directions for use state: "to avoid damage and possible shearing of plastic, do not withdraw or manipulate through a metal cannula/metal dilator nor advanced the metal cannula/metal dilator. Extreme caution should be observed when used with a onewall puncture style needle."